Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customers reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Rr l&d IV pump not working. (B)(4). Replaced both pressure transducers. The customer stated that there was no patient involvement. Other- specify in comments.